Manufacturer narrative:
Vyaire medical file identification:(B)(4). D4: unique identifier (UDI) #- unable to complete entire UDI# as the manufacturing date information was not received. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that a patient was on this bellavista for only a few hours. They had been on only about 1 hour or so and it started alarming "oxygen measurement mismatch" red alarm. They deactivated the o2 cell and it stopped alarming. A few hours later they heard a strange alarm, not a normal alarm from the bellavista, that is when the screen was black. The bipap was still functioning, you just couldn't see anything, no patient harm.